Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment with co-amoxiclav 625mg for 14 days (route and frequency not reported), cefazolin (frequency, route and dose not reported), and ceftazidime ip (frequency and dose not reported) for peritonitis. On an unreported date, the patient had clear drain and on and off abdominal pain. On an unreported date, the patient completed the co-amoxiclav therapy. Cefazolin and ceftazidime therapies were ongoing. Recovering (previously not reported).

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient experienced peritonitis manifested by cloudy drainage and abdominal pain. Treatments and laboratory tests were not reported.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had clear drain and no abdominal pain. Laboratory results were not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.